Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased and passed during the implant procedure. During the implant procedure the right ventricular (rv) lead perforated the right ventricle resulting in cardiac tamponade and the patient passed.